Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had a high blood glucose level of over 600 mg/dl. The patient was treated for their high blood glucose with the insulin pump but stated that they may have to visit the emergency for the high blood sugar. The customer was helped with trouble shooting with the insulin pump but there seemed to be no issues with the pump. No further information was provided.